Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. When the delivery system was removed from the pt, the capsule fell off into the pt's mouth. No serious injury to the pt was reported.